Event description:
It was reported by a customer in the USA that an 840 ventilator had an intermittent top display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) , the liquid crystal display (lcd) panel and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien ref #: (B)(4).